Event description:
Event occurred while testing. No patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's complaint was able to be confirmed. The pump was displaying 1870. The motor was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave an alarm with "error code 1870" message. No adverse effects reported.